Event description:
The patient underwent a cardiac cath via the rt femoral artery through a 6 fr introducer. The arterial closure was completed with a 6fr angioseal closure device. The patient was kept on bedrest for four (4) hours post procedure. The patient had + pedal pulses and was ambulatory without complaint at the time of discharge. Two days later, the patient presented with ischemic symptoms of the right leg and was taken to the or. Collagen-like foreign material and a clot were removed from the right femoral artery. Two days post op, the patient was discharged home in good condition. The patient continues to experience right leg pain. Pseudoaneurysm and av fistula have been ruled out.